Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed supply lines are blocked message during treatment. The patient reported the supply bag was completely empty. Despite rebooting the cycler, the message returned. Upon review of the treatment data, it was noted that the patient experienced iipv (increased intraperitoneal volume) of greater than 200%/. Technical support guided the patient to perform a stat drain after cancelling treatment. The patient stated he would complete treatment with manuals. The cycler was replaced. Upon follow up with the peritoneal dialysis nurse, it was stated that the patient did not receive medical intervention and did not experience any adverse event as a result of the reported overfill. The patient did not request a new cycler and is continuing peritoneal dialysis with no reported issues.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. The initial simulated treatment was performed, failed with several ¿scale reading error warnings¿. The cause was due to the left front corner of heater tray rubbing against the top cover (front panel side). After adjusting the load cell position the simulated treatment was performed, completed without any failures or problems. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and voltage check testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.